Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 (mg/dl) and a seizure approximately one year ago. Reportedly, customer stated that one of their health care providers made adjustments to the customer's settings, and stated that it "ended up being too much of a change". Customer's family members administered a glucagon injection to stabilize the customer's bg level. Recommendation was made to contact health care provider to discuss diabetes management.